Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation(s) not reported by site: the instrument was found to have charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on three out of three attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with signs of arcing on three of three attempts. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument was used for a surgical task and had frayed cabling at the wrist. The user completed the procedure using the same system. No known impact or patient consequence was reported.